Event description:
It was reported that the physician used panacryl in 6/2000 to close fascia using an interrupted technique. Patient had abscess and returned to doctor's office to have wound drained on event date. Patient returned to hospital on event date to have wound drained in or.